Event description:
Information received notes that the patient complained of being short of breath and tired. Ventricular impedance was <250 ohms, sensing was poor and capture thresholds were 3.5 v, 0.4 ms. A chest x-ray did not indicate a lead issue. When the patient presented one week later, impedance was 488 ohms, r-waves were at 2-3 mv and thresholds were at 2.0 v, 0.4 ms. The previous problems were recreated with movement. The device will be monitored in bipolar.